Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via rep regarding a patient receiving fentanyl (3000 mcg/ml, 1464.5 mcg/day), clonidine (70 mcg/ml, 34.17 mcg/day) and bupivacaine (16 mg/ml, 7.8 mg/day) via an implantable pump for spinal pain. It was reported that the hcp was getting more residual volume back than expected at pump refills. The hcp stated they have a template that sets it at 25% or less and they have consistently been off by 5-15%, but at the last fill they got 22.85% more out than expected. The hcp stated that the patient's pain was moderately managed, not well managed and that the patient was on oral opioids, but did not note any recent changes in therapy effect. The hcp reviewed options to do a cap procedure or dye study and the option to revise or replace the catheter depending on what they discover. The issue was not resolved through troubleshooting.

Event description:
Additional information received reported that the patient did not experience any symptoms related to the volume discrepancies. There were no diagnostics test done. The cause of the event was not determined. The other actions taken to resolve the issue was reporter as watch and fill-percentage of variation between parameters and actual pump values at refills had been increasing from 10-15%. They got 22.85% on 3/23 which promoted the physician¿s phone call. On refill 6/1 they got 17.8%. The device remains in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.